Manufacturer narrative:
On january 15, 2008, the site reported experiencing system error code #23 during system start up, prior to starting the procedure. Isi technical support engineer had customer cycle the power on, the pt side cart twice and the system homed and performed normally with no other problems on the second cycle. Approximately 90 minutes later, the customer called back stating that the led went out on one of the pt side manipulator arms (psm). The psm was stowed and the procedure was completed with the remaining two system arms. The investigation conducted by field service engineering (fse) concluded that the system error #23 experienced by the customer was associated with the configured embedded serializer set up joint (cfg, essj). The system was repaired by replacing the affected cfg, essj. System error code #23 is reported by software to denote that the hardware wheel "wdog" has tripped on one of the digital communication links in the system (due to an excessive number of retries on hardware message packets). This means that the system cannot reliably communicate over that digital link and therefore cannot continue normal operation. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. An evaluaiton of the affected psm led was performed by the fse and found no issues. As of march 20, 2008, there have been no reported recurrences of the issue at this hosp.